Event description:
It was reported that an alert for elevated pacing lead impedance was received via merlin.net transmission. Review of trends showed stable impedance measurements except for a few occasions of out of range values in the last several months. The lead remains implanted and will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.